Event description:
It was reported that unevenness and wear on the vascular sheath. It was reported this occurred with 2 devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of microintroducer sheath tear is confirmed; however, the exact cause is unknown. One photograph of microintroducers was returned for evaluation. Visual observation of the photograph shows two microintroducers. One microintroducer is fully assembled, with a sheath overlaying the dilator. The distal tip of the sheath shows tears and material deformation that would make the device impassable. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. The second microintroducer comprises just a dilator, with no sheath visible. No blood or use residue can be observed in the photograph. No other damage can be discerned in the photograph. No obvious dilator damage was discernible, and the state of the sheath could not be assessed. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.